Manufacturer narrative:
¿A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
¿It was reported that while using the bd facscanto ii cytometer 4/2 system ivd there is a leak in the fluidic cabinet. " the following information was provided by the initial reporter: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/ bd personnel physically in contact with the fluid? No.

Event description:
¿It was reported that while using the bd facscanto ii cytometer 4/2 system ivd there is a leak in the fluidic cabinet. " the following information was provided by the initial reporter: 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of liquid? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontaminate/bleach? No. 7. Was the customer/ bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). ¿ problem statement: customer reported complaint regarding leakage of biohazardous material in the fluidics panel which was not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 29apr2021 to date 29apr2022. ¿ complaint trend: there are 4 complaints related to the issue of leakage of biohazardous material not contained within the instrument due to a cracked or broken part; pr # (B)(4). Date range from 29apr2021 to date 29apr2022. ¿ manufacturing device history record (DHR) review: DHR part # 338960, serial # (B)(6), file #338961-v96100616-900143452 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on a review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, and the root cause of the uncontained biohazard leak was determined to be a failure of the bottom seal of the aspirator pump (product code: 64048307). The aspirator pump controls the flow of fluid by providing vacuum and removes waste fluid from the cytometer, and therefore, a failure of sealing would cause waste leakage. The field service engineer (fse) opened the wet-cart rear access door and confirmed leakage from the bottom seal of the aspirator pump. They then replaced the aspirator pump (64048307 - pump liquid dual-head 12vdc service). After the repair, the instrument was tested and found to be running to specification with no further leaks. The part was not requested for evaluation because it is not returnable and was discarded. Although the leak was biohazardous waste, there was no skin contact and no medical intervention was needed as no users were harmed or injured. Although this product is used for clinical diagnosis, there were no erroneous results reported or used to treat patients. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02430587, case #: (B)(4). Install date: 24mar2008. Defective part number: 64048307 - pump liquid dual-head 12vdc service. Work order notes: subject / reported: leak in the fluidic cabinet. Problem description: leak in the fluidic cabinet. Work performed: powered on instrument and started "fluidic startup". Opened wet-cart rear access door - noted aspirator pump slowly leaking from bottom seal. See "MDR safety checklist - leak". Replaced aspirator pump (64048307). Verified instrument performance. Ran cs&t performance = passed. Cause: bottom seal failure of aspirator pump. Solution: instrument running to specification. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management files part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea were reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? Item: aspirator pump. Function: 27.1 removes waste fluid from cytometer. Potential failure mode: 27.1.1 pump failure. Potential effect(s) of failure: 27.1.1.1 does not remove waste liquid from cytometer. Potential cause(s)/mechanism(s) of failure: 27.1.1.1.1 accumulation of blood debris and saline crystals on valve plates inside of pump 336096. Accumulation prevents proper seal of valves, diminishing pump efficiency (capacity). Current controls: 1. Fb21 low vac level monitoring ¿ level same as in canto a. 2. Level sensor in buffer tank triggers emergency fluidics shutdown in approx. 4- ½ minutes. 3. Universal safety precautions apply when dealing with biological samples (user's guide). Recommended actions: 1. Replace pump with self cleaning flapper style valves. 2. Close off v20 during sit flush to increase suction at sit. 3. Increased fluid capacity of sit channel to hold more than the liquid volume of a single sit flush. Responsible party: 1, 2 ganesh subramanian; 3 vijay kumar. Target completion date: 1, 2- complete; 3- 03/30/06. Actions taken: 1. Nxb-2259 submitted on 2/10/06-replaced 336096 pump with dual head pump with self cleaning flapper style valve-improved performance and reliability. 2. Fluidicsmodes.txt submitted to clearcase on 2/10/06 (both hts and carousel tables). Severity: 8. Occurrence: 2. Detection: 3. Rpn: 48. Mitigation(s) sufficient? Yes or no? Root cause: based on the investigation results, the root cause was a bottom seal failure of the aspirator pump. Conclusion: based on the investigation results, the root cause of biohazardous waste leaking out of the facscanto ii instrument was failure of the bottom seal of the aspirator pump. The fse confirmed the issue and replaced the pump. After the repair, the instrument was rebooted, tested, and found to be running to specifications. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. Moreover, no erroneous results were reported that may have affected patient diagnosis. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.